Event description:
A report was received from the USA stating that an 840 ventilator ave a device alert on a pt and the device was swapped. There was no pt injury mentioned. The date of the event was not provided.

Manufacturer narrative:
Covidien technical services advised the user facility to do a ground isolation check, replace the graphical user interface (gui) cable, run an extended self-testing (est) and run the device for a while. (B)(4).